Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent.

Event description:
Report received from the USA starting the "hose ruptured near motor." The event occurred during a spine surgery. No pt or user injury was reported. There was no additional info provided.